Event description:
It was reported that the hospital has noted an increase in pressure ulcer development after installation of sofcare surface. The customer alleging 10 pressure ulcers developed on unspecified sofcare surfaces between (B)(6) and (B)(6) 2012.

Manufacturer narrative:
The product is not being returned to manufacturer for eval; no product malfunction is alleged. The purpose of this report is to notify of multiple alleged pressure ulcers at this facility. No specific surface was identified with any of these reported events, nor serial numbers provided. The investigation is ongoing and any adverse events related to a specific serial number will be documented in separate mdrs.